Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 years, 1 month.according to the information provided, the lvad pump will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired after approximately 6 years of lvad support secondary to withdrawal of care after a cerebrovascular accident. It was reported that there were no known pre-existing conditions leading up to the event. The pump was functioning normally. An autopsy was not performed and the pump will not be returned for evaluation.